Event description:
Caller reported experiencing a tandem mobi cartridge alarm while using the pump during insulin delivery, which was triggered by exposure to magsafe magnets. There was no adverse impact to the caller¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and educated the caller on the cause, subsequently arranging for a replacement pump to be sent and advising the caller to use multiple daily injections (mdi) as a backup therapy. The caller was also instructed on how to put the pump into storage mode and return the problematic pump within 10 days using the provided instructions and shipping materials.